Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No rewind anomalies/alerts noted during testing. On adapt, pump error 37 was recorded several times on event date: 09/26/2024 at 09:42:17.000 hour through 10:01:42.000 hour. Insulin flow block alarms confirmed on (B)(6) 2024 09:34:08.000 during bolus. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. Moisture damage found on motor assembly. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, scratched case, battery tube threads - cracked, and cracked case. In summary, no delivery/occlusion alarm and rewind anomaly not confirmed. No rewind or unexpected insulin flow block alarms noted during testing. Pump error 37 confirmed in download review. Pump error 37 due to corroded home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced occluded, pump error 37, no delivery/occlusion alarm, pump stopped working, unable to complete rewind. The customer reported, no adverse event. The event involved product(s) mmt-332a, mmt-1880l, mmt-377a. Troubleshooting was performed. And customer reported, receiving a pump error, insulin flow blocked alarm, unable to complete rewind. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1880l was requested. And customer response was the device will be returned. No product return is required for mmt-377a.